Event description:
A surgeon reported a scratch was noted in the visual axis during intraocular lens (iol) implant surgery. He stated the lens was removed and replaced with the same model and diopter lens. Additional information was received from the surgeon, who reported following the surgery the patient has persistent corneal edema. He stated the lens was "likely loaded wrong by the surgical technician."

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The lens lot and batch records were reviewed and all documentation indicated the product met release criteria. The root cause for the complaint issue cannot be determined. Additional information was requested (B)(6) 2011 by fax, phone and mail. A completed questionnaire was received on (B)(6) 2011. (B)(4).